Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However, insulin pump had an intermittent button response due to corroded express bolus, esc and act button on keypad traces. Insulin pump had minor scratches on lcd window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm occur with their insulin pump. The customer's blood glucose level was reported at 197 mg/dl. Product is being replaced. No further information was provided.